Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
This report contains a corrected b5 field based on information received from the field. The correction indicates that there does not appear to be a device malfunction but that the attempted implant was a result of patient anatomy. H6 device code has also been updated based on the newly available information.

Event description:
It was reported that this lead was unsuccessfully implanted as the lead had fixated to the tricuspid valve. The physician made several attempts to remove with an extraction wire and sheath. A new lead was successfully implanted in the right ventricular (rv) position. An echocardiogram was performed the next day to check for any issues. No adverse patient effects were reported.